Manufacturer narrative:
H.6.: the return of the product upon which this medwatch is based in anticipated. If any further information is received or derived from an evaluation a supplemental 3500a form will be submitted.

Event description:
It was reported that the physician was performing a sling procedure using a hammock position. When the physician pulled the release wire, the mesh would not separate from the introducer. This device was removed and the case was completed with another type of sling device. There was no adverse patient outcome as a result.